Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Analysis and results: there are previous complaints of this code-batch, all closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. Reviewed the batch manufacturing record, there are no incidences related to this issue and it was released fulfilling b. Braun surgical specifications. Taking into account the open defective samples received and that there are previous confirmed complaints, we conclude that this case is confirmed as well. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle detaches from the thread before or during surgery. This is very unsafe for the nurse, as she needs to know where the needle is during surgery. There is no patient data available since it is reported as a general problem for the product and not caused by a specific patient case. No further information received.